Manufacturer narrative:
(B)(4). Approximate age of device- 2 years and 7 months. The pump remains in use supporting the patient. However, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient¿s primary system controller produced an audible alarm with a red hazard visual while sleeping and connected to a mobile power unit (mpu). The alarm resolved spontaneously before the patient could connect to batteries. The patient developed symptoms of dizziness and palpitations at the time of the event. Upon device interrogation, a pump off alarm was observed on (B)(6) 2017 and a low speed advisory was observed on (B)(6) 2017. The customer reported that the patient¿s percutaneous lead (driveline) was visibly damaged near the distal end and was repaired with rescue tape by another facility. It was also reported that the silastic covering was torn in several places underneath. The patient¿s weight has fluctuated by approximately 15 pounds over the last year (generally weight gain). The patient was not aware of any specific torso movements that caused the alarm, and the customer was unable to recreate the alarm. The manufacturer's technical service representative reviewed the submitted log file and confirmed the reported pump stoppage on (B)(6) 2017 while the system was connected to the mpu. A low speed advisory on (B)(6) 2017 was also observed. The customer was informed that this type of behavior has been linked to potential issues with the percutaneous lead (driveline). X-ray images submitted for review showed a couple of areas of concern on the external portion of the driveline. On (B)(6) 2018, a distal end percutaneous lead (driveline) replacement was performed. Post repair, the system was connected to the power module using a regular grounded patient cable and the patient was observed. No additional information was provided.